Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt is unable to establish telemetry between her ipg and charging system. A replacement charging system was unable to resolve the issue. It was reported that the pt's ipg appeared to be shallow. The pt also reported that she had not charged her ipg in over six months since her charger was unable to communicate with her ipg. The pt plans to f/u with her physician to discuss the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.